Event description:
Subject ID: (B)(6). Study no: dots clinical notification received for revision due to tibial loosening. Date of implant: (B)(6) 2022 date of revision: (B)(6) 2024 (right knee) treatment: tibial base was revised depuy products used: catalog ID: 3092040 lot number/product identifier: 3684072 component type: cement description: smartset hv bone cement 40g catalog ID: 151214050 lot number/product identifier: d22090087 component type: stem description: attune revision cemented stem 14 mm x 50 mm catalog ID: 154906002 lot number/product identifier: m1084n component type: acc description: attune revision posterior femoral augment size 6 8 mm catalog ID: 150410206 lot number/product identifier: m1997h component type: femoral description: attune post/stab fem lt sz 6 cemented catalog ID: 151316060 lot number/product identifier: d23042937 component type: stem description: attune revision pressfit stem 16 mm x 60 mm catalog ID: 151111202 lot number/product identifier: m3420y component type: sleeve description: attune revision tibial sleeve porocoat fully coated 37 mm catalog ID: 150660006 lot number/product identifier: 4036377 component type: tibial description: attune revision tibial base rotating platform size 6 cemented catalog ID: 151710614 lot number/product identifier: 9927036 component type: insert description: attune revision crs rotating platform insert size 6 14 mm - were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.